Manufacturer narrative:
Concomitant medical products: 439688, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to non-sustained ventricular tachycardia and sensing integrity counter (sic). The patient developed ventricular fibrillation (vf) and the rv lead exhibited undersensing after high voltage therapy was provided. The ventricular fibrillation (vf) episode was noted to be terminated. Non-sustained ventricular tachycardia episodes were detected, however, the patient was in a ventricular fibrillation (vf) arrhythmia at the time and the device was unable to appropriately detect or deliver therapy. It was later confirmed that the patient died.